Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was positioned too low resulting in paravalvular leak (pvl). A second valve was implanted successfully valve in valve. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.